Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician was attempting to implant a lead. While inspecting the lead, physician noted that the helix was exposed out of the box and claimed to see this issue with this lead model. The physician elected to implant another lead.